Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the ins sometimes fails, the stimulation turns off, and he has to charge more frequently (i.e. From one time every six weeks to once every two weeks). The charge frequency was now constant. In regards to energy consumption, the manufacturer representative did not think recharging once every two weeks was bad, but the increase in charging frequency (with equal parameters) was obviously noticeable. It was inquired if there was something in the device data that confirms and explains this. The technical services specialist noted the last six recharge sessions showed a duration of 9-12 days between the sessions, the maximum recharge interval in the entire life of the device had been 24 days, an average recharge interval of once every fourteen days was expected based on a recharger interval calculation when the ins depletes from 100% to 25%, and there was no evidence of the device turning itself on/off. It was noted the device data only contained two days of data since the previous interrogation on (B)(6) 2017. In summary, technical services noted the ins was working as expected and there was no evidence that verified the alleged change in recharge frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services reviewed the device data. The recharging behavior of the patient looked good. The recharging sessions started around 30-40% and finished around 90%. The patient charged approximately once every seven days. However, the data only contained about 30 minutes of data since the ins was interrogated twice on (B)(6) 2017 so it only showed that group a was used 100% of the time. Since the group had 2 programs that ran at 10.5 v, the recharge interval calculated (once per three days) was unlikely to be correct since the patient was charging less than that. It was indicated that the current device data did not show evidence that the ins was intermittently shutting on/off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative inquired if there was evidence to indicate the ins gave intermittent stimulation/shuts down by itself. Technical services indicated that the current device data did not show evidence that the ins was intermittently shutting on/off.